Manufacturer narrative:
(B)(4). The customer reported that a philips monitor fell and struck the pt's head, causing an injury (cut) that required stitches. This is being considered a serious injury, as medical intervention was required. Note that a cat scan was performed, and no internal injuries were noted. This is not being considered a malfunction of the monitor or mounting hardware. The current available info indicates that the mounting plate may have been damaged by use outside normal and expected use. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a philips monitor fell and struck a pt's head, causing an injury (cut) that required stitches.